Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed elevations in pump power; however, a direct cause for these elevations could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from 24may2021 to 14jun2021, 06jun2021 to 29jun2021, and 06jun2021 to 30jun2021. The pump operated above the low speed limit for the duration of the log files. The log files recorded a transient elevation in pump power on 17jun2021 at 23:30:57 to 18jun2021 at 00:57:24. The log file also recorded an isolated elevation in pump power at the end of the log file on 30jun2021 at 15:21:18. The power elevations were all captured during pulsatility index (pi) events. There were no notable pump related alarms and the log file appeared to show the system operating as intended. The patient remained ongoing on (B)(6) until they underwent a pump exchange on (B)(6) 2021 (captured under MFR # 2916596-2021-04448). The heartmate ii lvas IFU rev. C is currently available. Stroke and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 09jun2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for middle cerebral artery (mca) stroke status post a thrombectomy performed on (B)(6) 2021. There was concern for increased power and flow numbers. Lactate dehydrogenase (ldh) had been stable. A report iof increasing flow and power parameters with ldh increased to 345 u/l from 285 u/l. The patient was being monitored and on a heparin drip. No additional information provided.